Event description:
A mtp-ps2l primary plate was implanted. Plate broke inside the patient. Second surgery was conducted to remove the plate in 2008. Currently, tornier, inc is trying to obtain more information on the case.